Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However an early sensor expiration due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.